Event description:
A discordant, falsely low magnesium (mg) result was obtained on one patient sample on a dimension vista 500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting higher than the initial result. The sample was repeated for the second time on the same instrument, resulting higher than both initial and first repeat results. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated mg result.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist and stated that they received a discordant mg result. The customer also stated that they performed precision testing on a patient sample, and the results were within acceptable ranges. The customer ran quality controls (qc), which were within acceptable ranges. A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse ran the service methods on the sample 1 (s1) probe and the reagent 1 and 2 (r1 and r2) probes, which passed a mix test. The cse also ran a fluidics and a system check, which passed. The cse aligned the s1 and r1 but the alignment test failed. The cse manually set the bottom of cuvette correction and performed auto alignment, which passed. The cse replaced the s1 drain due to the crack observed on the side of a drain. The cse ran a quick check and qc samples, which were within acceptable ranges. The cause of a discordant, falsely low mg result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.